Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218500, model: linear st lead kit 50 cm, serial:(B)(6), batch:7164726, UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure following lead migration associated with a patient fall. The patient reportedly recovered well postoperatively.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event . Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7169128 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7164726 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Correction initial MDR in block(s): h6 and h11. Correction to the follow-up 1 MDR in blocks: b3, b5, h11.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure following lead migration associated with a patient fall. The patient reportedly recovered well postoperatively. It was reported that a patient with a spinal cord stimulation (scs) device underwent a lead revision procedure due to lead migration, which occurred following a patient fall. The patient recovered well postoperatively. The explanted devices were discarded in accordance with facility policies.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model: linear st lead kit 50 cm, serial: (B)(6), batch:(B)(6), UDI: (B)(4). Correction initial MDR in block(s): h6 and h11.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure following lead migration associated with a patient fall. The patient reportedly recovered well postoperatively.